Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: 5002460. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: 5003272. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001310 UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001267 UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 35765310 UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 35410440. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced drainage in the scalp and chest on the right side wherein the sites were red and painful. The patient underwent a revision procedure where the full system was explanted due to infection. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.